Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved an unspecified plum 360 infusion pump where it was reported that the pump turned off while in use without any alert notification. There was patient involvement and unknown patient harm.

Manufacturer narrative:
The device was not returned to the service hub; therefore, we were unable to conduct a visual inspection or any functional testing. A 12-month service could not be performed because no serial number was provided. Unfortunately, we did not receive any event history from the customer, and thus, we were unable to review the event history/alarm logs. As a result, we could not replicate or confirm the reported issue.